Event description:
Device complication: none. Time of complication: during hospitalization - post procedure. Symptoms: labile bps. It was reported that during hosptializationn the pt experienced labile bps post procedure. The stop date was 2005. The pt was treated with vasopressors/inotropes and labetalol. The condition has been resolved. No additional info is available.